Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a patient that presented with angina and a mildly tortuous, mildly calcified, 90% stenosed de novo lesion in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed using a 2x10mm semi-compliant balloon dilatation catheter (bdc). A 2.75x23 mm xience prime stent was implanted via radial approach in the target lesion at 16 atmosphere for 20 seconds. Fluoroscopy after stenting revealed a distal end dissection. A new xience prime stent was deployed to treat the dissection successfully. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.